Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the female connector was separated from the main body. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue due to inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of two (2) minicap transfer sets. This occurred during disconnection from a twinbag after peritoneal dialysis therapy. The transfer set was replaced and the issue re-occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.